Event description:
It was reported that the patient's glucose reached 20.2 mmol/l (363.6 mg/dl) while wearing the pod between 1 and 4 hours. Upon inspection, it was noticed that the pod was leaking, the cannula was not inserted into the skin and was bent. Hyperglycemia is treated by activating new pod and bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.